Event description:
It was reported by service report that the calf supports were not locking due to rust being them. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: calf supports.